Manufacturer narrative:
Additional information: the root cause of the end-of-pack phenomenon is excessive foaming in the particle well of the reagent pack and subsequent under-delivery of the particles into the reaction vessel. This leads to reduced binding capacity of the solid phase in the reaction vessel and results in lower signal. The issue was observed only on the highest sample tested (429 iu/ml). The end of pack dropout phenomenon was not observed in the other four samples reading below the concentration of calibrator s4 (~200 iu/ml) demonstrating that there is no risk of generating false negative results (i.e., true positive samples reading below the upper reference limit of 9 iu/ml). The issue does not occur on every system and every reagent pipettor since it is multifactorial (reagent probe alignment variability to pack nest; transducer settings; reagent probe perpendicularity, etc.). In summary, the precision testing protocol contributed to this phenomenon since only one pack was onboard at a time resulting in multiple mix/pipetting cycles in the same particle well in a short period of time, and potentially leading to excessive production of foam. Beckman coulter continues to track and trend any incident related to this issue.

Manufacturer narrative:
Verification of transducer settings by the field service engineer (fse) significantly reduced the dropout phenomenon for this unicel dxi 800 access immunoassay system. Beckman coulter determined that the end-of-pack dropout issue is not linked to the reagent pack lot. The investigation indicated the dropout issue also occurred with the current in vitro diagnostic (ivd) assay protocol file (apf) confirming the precision failure is not attributed to the apf change (reaction vessel mix power lowered from level 4 to level 3 in the second step of the assay). At this time, a definitive cause of the event is unknown. This medwatch report is related to MDR 2122870-2013-00176.

Event description:
During an internal precision study, low thyroperoxidase antibody (tpoab) results were detected at the verification phase for two unicel dxi 800 access immunoassay systems utilized in conjunction with the access tpoab reagent. Actual patient results were not generated for diagnostic purposes. High concentration (greater than 200 iu/ml) sample failed to meet the 12% coefficient of variation (%cv) precision requirements. The investigation showed the cause of the issue was end-of-pack foaming in the particle well and subsequent under-delivery of particles into the reaction vessel (rv). One sample, with a result of approximately 600 iu/ml, demonstrated dropouts of approximately minus 30% in the last three replicates from respective reagent packs. This report references unicel dxi 800 access immunoassay system number one.